Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was exposed to fluid. The customer's blood glucose was 407 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed self test and the insulin pump passed. The customer stated that there was fluid under the lcd. The insulin pump will be returned for analysis.